Event description:
On (B)(6) 2014, it was reported that the patient's blood glucose level had elevated until it reached 550 mg/dl. The patient's son does not think the infusion device is delivering insulin. The patient was put under medical supervision due to his blood glucose levels. The patient's doctor removed him from the device and instructed him to return to insulin injections. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.